Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. The cycler passed voltage test. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
Patient (pt) called and stated that 2 days ago the pt woke up connected to the cyc and noticed that the cyc had a blank screen. The screen was not dim, it was completely black. Pt disconnected from cyc and completed tx with manuals. Cyc is connected directly into a 3-prong wall outlet that is shared by a small lamp. Tech support (ts) advised that it would be best for the cyc to be connected directly into an unshared 3-prong wall outlet. There was no power outage and no bad weather in pt¿s area. Pt already attempted to reset/reboot the cyc after disconnecting and reconnecting the power cord with the iq drive removed. Pt already tried using a different wall outlet and the screen remained blank. No troubleshooting done. Ts advised to discontinue use of cyc. Pt has manuals.